Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found electrocautery marks on the pulse generator can. The device exhibited normal electrical characteristics.

Event description:
It was reported that the pulse generator was being explanted electively for an upgrade to a biventricular pacemaker. When the physician used electrocautery to open the pocket, the pulse generator went to no output. The device did not resume pacing and the physician had to -scramble- to get the new device connected, as the patient was pacemaker dependent.